Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was unable to empty their bladder. They try to void but nothing comes out. It was recommended that they follow up with their healthcare provider. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.